Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was advised to ensure the cartridge was fully snapped in and successfully completed the load process, resuming insulin usage.